Manufacturer narrative:
It was noted the device is not available for return. Should we receive additional information it will be provided in a supplemental report. Not returned.

Event description:
A request for a specialty instrument indicates: on the femoral side, dr. A is experiencing a significant amount of "wobble" when he pots his im reamer. Because the im reamers are not sufficiently fixed in the canal, the cutting blocks that slide over the im reamer rock into flexion and/or extension. As a consequence, his femoral cuts are imprecise."